Manufacturer narrative:
Conclusions - device replaced for the customer.

Event description:
Info was received that the device reportedly would not alarm. The device was not reported to be in patient use and there was no reported patient harm or injury. The device was returned to the MFR for evaluation. During the repair evaluation, it was found that the device would not alarm during certain alarm test points of the check out procedure. The problem was initially diagnosed as a faulty main pca board. The device was forwarded to engineering for further investigation. The device was tested by engineering using the check out procedure and found to alarm to specification. The check out procedure was repeated several times with the device alarming to specification each time. Engineering could not duplicate the problem. The device was scrapped due to the potential for an intermittent main pca board failure.